Event description:
Literature was reviewed regarding short- and midterm outcomes of modified robotic tricuspid annuloplasty for secondary tricuspid regurgitation. The study population included 68 patients. Multiple manufacturer¿s devices were implanted in the study population. 4 patients were implanted with a medtronic simuplus band. Among simuplus patients adverse events included: mild tricuspid regurgitation, mild to moderate tricuspid regurgitation, moderate tricuspid regurgitation and high tricuspid regurgitation peak gradients.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.